Event description:
It was reported that stent dislodgement and shaft break occurred. The target lesion was located in an angulated right coronary artery with a recently placed stent in situ. After a 6fr guidezilla ii was in position, a 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent came off the balloon and broke halfway out of the guidezilla. Snare was used in addition to passing a balloon distal and pulling piece of stent to the ostium, where it was snared again and removed from the patient's body. There was significant delay in case, but no harm to patient. The procedure was aborted. There were no further complications reported.